Event description:
It was reported that it was not possible to send right ventricular or left ventricular signals and high out of range pace impedance measurement were reported when it comes to this device. A revision took place and no visible damage or connection issue was noted when it comes to the leads. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. (Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that it was not possible to send right ventricular or left ventricular signals and high out of range pace impedance measurement were reported when it comes to this device. A revision took place and no visible damage or connection issue was noted when it comes to the leads. The device will be returned for analysis. No adverse patient effects were reported.